Manufacturer narrative:
Devices were recalled following a complaint on the hex driver missing the retention ring. Out of all the recalled devices, the lot 7eqbb-c had 6 device malfunction. Retention rings for the 6 devices were found missing. After correspondence with the FDA, 6 different mdrs are being filed for the 6 devices that malfunctioned in the lot. This is the #2 report # (B)(4).

Event description:
Parts were returned from site and were missing the retention ring.

Event description:
Plier type - pin cutter blade at the foremost distal tip separated from the cutting edget. No harm or injury to the patient was reported. No additional information regarding surgical technique was provided. Case can be considered incidental and be potentially attributed to wear and tear and/or user error judging from the location of the failure it is foremost tip indicating that the substrate was not properly positioned inside the cutting blade region, but using partial tip engagement to cut the substrate. Without further information, however, case is indeterminate. Previous submission under the same name was completed (3009051471-2018-00011) - additional and more sufficient information is being provided for review.